Manufacturer narrative:
The insulin pump was unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. The pump was received with broken reservoir tube lip, missing reservoir tube o-ring, pillowing keypad overlay, cracked select button keypad overlay, minor scratches on case, corroded battery tube and minor scratches on lcd window.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states a piece broke off, the clear ring fell off and could see the o-ring and also the black piece broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.